Event description:
The patient was not present during the probes intermittent blinking on the screen. The issue has been resolved due to the probe being bent.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The instruments were found to be causing the issue but have not been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the passive prove was intermittently tracking. The site swapped probes multiple times with no effect.

Manufacturer narrative:
Continuation of d10: concomitant product ID 9735670 serial: (B)(6); product type: ; product ID 9735665 (n31011842); product type: ; onsite functional and visual examination was performed by a manufacturer representative. The issue was found to be due to bent I nstruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.